Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the time on the pump was 12 minutes slow. The customer stated that they had to readjust the time on the pump previously but could not recall the last time this was done. Tandem technical support informed the customer that the pump may lose or gain 2 or 3 minutes every 30 days. The customer was to adjust the pump time and was to monitor the pump performance. The customer's blood glucose levels were not impacted.